Event description:
Additional information was received that the cause of the driveline disconnect was unknown. The patient had a short-to-shield due to a damage to a layer of the driveline peculiar to the heartmate ii.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event was confirmed; however, the system controller was determined to have been unrelated to the cause of the event. The returned system controller (serial number (B)(6) was functionally tested and was found to perform as intended. A log file was extracted from the controller during testing, and no atypical events regarding the controller were observed. Per additional information, the patient underwent an hm2 to hm3 pump exchange to resolve the issue. The root cause for the reported event was determined to be related to the driveline of the pump and will be addressed via the returned hm2 pump¿s investigation. The system controller was not correlated to the root cause of the reported event. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas patient handbook (rev. D, section titled ¿list of emergency contacts¿) instructs users to call their hospital contact at any time in the event that they think or feel their pump is not operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline disconnection. The issue was caused by the patient's failure to comply with rules for maintenance and protection of the device and loss of power supply due to capsule damage. On (B)(6) 2024 the patient underwent a pump exchange surgery from a heartmate ii to a heartmate 3 for possible driveline damage. Pump MFR # 2916596-2024-00403.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.